Event description:
Caller stated that they had just gotten the neonate from a surgery for a carotid aorta on (B)(6) 2012 and that the neonate is not a diabetic. Nurse tested him with a central line draw at 10:05am on this inform meter with a reading of 40 mg/dl. Stated that at 10:10pm, they tested him with a reading of 64 mg/dl. Stated that at 10:21am, they tested him with a reading of 31 mg/dl and at 10:22pm, they tested him with a reading of 42 mg/dl. Stated that at 10:30pm, they started him on a d50 glucose drip and at 10:35pm, they got blood for a lab draw and the lab draw came back as 73 mg/dl. The drip lasted for one hour and the neonate was feeling okay at 11:30pm. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.